Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the bands would not deploy. It was reported that there was no difficulty experienced upon setting up the device. The procedure was completed with another speedbabd superview super 7 device. Note: there was no difficulty experienced upon setting up the device; however, it was reported that the physician took up the slack by wounding the handle knob and did not take up the slack by pulling the proximal end of trip wire on the handle as described in the instructions for use (IFU). There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2021 as the exact date of the procedure cannot be confirmed. Block g3: medwatch number is 4500150000-2021-8020. Block h2: additional information: block b5 (describe event or problem), block g2 (report source) and h10 block h6: medical device code a050501 captures the reportable event of bands unable to deploy. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the bands would not deploy. It was reported that there was no difficulty experienced upon setting up the device. The procedure was completed with another speedbabd superview super 7 device. Note: there was no difficulty experienced upon setting up the device; however, it was reported that the physician took up the slack by wounding the handle knob and did not take up the slack by pulling the proximal end of trip wire on the handle as described in the instructions for use (IFU). There were no patient complications reported as a result of this event. **additional information received on november 15, 2021** the exact date of the procedure cannot be confirmed; however, it was reported to be either september 25, 2021 or september 27, 2021.